Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient noticed a loss of therapy during normal use. Patient could not increase the intensity of the stimulator, would get ¿cannot achieve desired intensity settings¿. Patient said no falls or contributing factors occurred. Impedance test showed contact 8 as do not use contacts 10, 11, 12, 13, 14, and 15 were listed as avoid. Patient was reprogramed around bad contacts but was advised to see her implanting physician for a lead revision consult. The issue was not resolved. Additional information received. It was reported that cause was unknown. There was no precipitating event. The patient has a scheduled surgical consult, however no surgery is currently pending. The patient will review her options with the physician and make a determination of what to do.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted:(B)(6) 2018, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 07-dec-2021, UDI#:(B)(4), this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.